Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information revealed the lead pulled back but did not come out of the patient¿s vein. It is noted that it exhibited high thresholds of up to 6.0 volts @ 0.5 milliseconds. During the procedure, the physician pushed the lead forward to the vein however the vein was full of clots thus the lead could not be repositioned. The lv lead was surgically abandoned and a new lv lead was placed at another vein branch. No additional adverse patient effects were reported.